Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Device received with cracked case on the back at the battery tube area, and belt clip rail case corner. Device received with damaged serial number label. Device displays the internal serial number which matches with the external serial number label pasted at the bottom on the end cap of the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had buttons not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that crack seen on backside of insulin pump. The insulin pump will be returned for analysis.